Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 3.5 mmol/l and 6.0 mmol/l on the reported meter within 20 minutes. There was no patient injury associated with this issue. The patient did not suffer an adverse event due to the reported meter. This complaint is being ruled out as reportable based on the conclusion the patient suffered no symptoms and denied seeking medical attention. As the issue was not resolved with troubleshooting and the test results fell outside expected values for precision testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/22/2014). The patient¿s meter and test strips have been returned on 11/21/2014 and 11/12/2014, respectively, and evaluated by lifescan product analysis on 12/12/2014 and 12/10/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.